Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed high alarm displayed: downstream occlusion. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a faulty downstream occlusion sensor. The downstream occlusion sensor and downstream occlusion bezel were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an occlusion alarm. There was no patient involvement, no patient injury was reported.